Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
A patient of unknown age and gender presented for an ire procedure of the pancreas using the nanoknife system. The unit booted up and performed a selftest with no complications. During the procedure, it was reported the unit displayed "high current" and shut down approximately 4 times, each time requiring rebooting and self testing of the unit. Trouble shooting was performed each time by repositioning the probes, turning down the voltages and switching the current between the electrode pair. The physician determined to exchange the probe with a new of the same device. After replacement of the probe, the procedure was successfully completed with no additional reported complications or malfunctions. Due to the malfunctions, the procedure was extended for a length of time greater than 30 minutes, during which the patient was sedated. This event meets the criteria of an adverse event as there was potential patient safety risk due to prolonged exposure to anesthesia. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Based on additional information , this event has been reassessed as not meeting the criteria of a reportable event. This medwatch is being submitted in order to close out the complaint file. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot # and ship history lot review was not performed since item # is unknown. The instructions for use which is supplied to the end user, states: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).